Event description:
It was reported that during insertion for an ablation procedure to treat atrial fibrillation (afib), a faradrive steerable sheath was selected for use. The sheath would not cross transseptal. The physician attempted to advance with just the dilator and a new wire and a non-boston scientific (bsc) sheath. A new faradrive sheath was then opened which successfully crossed the transseptal. The procedure was completed successfully without patient complications.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information from that review, a supplemental medwatch will be filed.